Event description:
Device 2 of 2. Reference MFR. Report#: 1627487-2019-08974. Additional information gathered revealed the patient's ipg and lead were explanted and replaced.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Device 2 of 2 reference MFR. Report#: 1627487-2019-08974. Follow-up revealed surgical intervention addressed the patient's issue.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided on the final report.

Event description:
Related manufacturer reference number 1627487-2019-08974. It was reported that the patient experienced ineffective therapy due to high impedances. Troubleshooting was unable to provide resolution. As a result, surgical intervention may be pending.